Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a dislocation.

Manufacturer narrative:
This device is used for treatment. Complaint history review could not be performed as part/lot number was not provided. No surgical notes were provided. Root cause could not be determined with information available.